Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: white particles, a flat crease and wear abrasion. A leak test was performed, and no leakage was found. A microscopic analysis was performed which identified no openings observed in the device. The fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment is: no issues found related with the manufacturing process, and no openings observed in the device. The reason for reoperation: "rupture," "possible folding," "pain," and [implant is] "capsulated".

Event description:
Patient reported right side "rupture," "possible folding," "pain," and [implant is] "capsulated". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side "rupture," "possible folding," "pain," and [implant is] "capsulated". Device remains implanted.